Manufacturer narrative:
(B)(4). The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The spike shaft diameter and length were measured and were found to be within specification. Functional testing was then performed by spiking the device into an in-house solution bag, priming, and checking for flow. The device was found to prime and flow normally with no spike fall-out noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a clearlink secondary medication set dislodged easily from the port of a non-baxter bag. This occurred while the setup was being removed from the refrigerator after storage. There was no patient involvement. No additional information is available.